Event description:
It was reported that the patient presented in the clinic for follow up when loss of capture was observed. Upon review the lead was found to be dislodged. The lead was explanted when repositioning was not successful due to the inability to retract the helix. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during procedure.the lead was otherwise normal.